Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer feeling really sick, nauseated and vomiting after having corpal tunnel surgery on both arms and was given medicine for nausea and vomiting but it did not work. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. The insulin pump will not be returned for analysis. .